Manufacturer narrative:
H10: the initial MDR submitted for this malfunction inaccurately reported the MDR date of awareness. The correct MDR date of awareness is 03/31/2020. H10: the lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation. Since no sample was returned and no objective evidence was provided for review the investigation will remain inconclusive for the reported stretching. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use. H10: g4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0606560 chronic catheter allegedly experienced stretching. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation. Since no sample was returned and no objective evidence was provided for review the investigation will remain inconclusive for the reported stretching. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0606560 chronic catheter allegedly experienced stretching. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight, and gender were not provided.